Event description:
It was reported that the 9800 sys would intermittently not fluoro and had blank cine images during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator cable was repaired during the service call. The sys was found to be working and put back into svc.